Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a baxter employed health care professional from (B)(6) of leaking bag and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient used a leaking bag of solution. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was treated with vancomycin 2g ip and meropenem 250mg/bag ip. The patient was recovering at the time of reporting. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality.